Manufacturer narrative:
(B)(4). Batch#: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the needle broke at the hub inside of the patient. The needle was retrieved. The procedure was completed by using another needle. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Call home did not reveal any issues or errors. This probe will not be returned to neuwave for further investigation. The issue of the probe cannula break cannot be verified. A search of nonconformities (ncs) was performed for lot ml21066499. There were no observed nonconformities for this lot.